Manufacturer narrative:
.

Event description:
It was reported that during a laparoscopic colon procedure, the device malformed clips and the jaws of the device were blocked. The site was unable to remove the clip from the device and it fell into the patient. The clip was retrieved through the trocar with no adverse patient consequences. A similar device was used to complete the case.